Event description:
It was reported that leak not evident when flushing line. Dressing wet over night when not in use. Line removed due to it being required for chemotherapy and new one placed on opposite arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr dual lumen powerpicc solo catheter. Light usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during hydraulic pressurization of the sample. No evidence of leakage was observed during examination of the returned sample. Consequently, this complaint is unconfirmed at this time.

Event description:
It was reported that leak not evident when flushing line. Dressing wet over night when not in use. Line removed due to it being required for chemotherapy and new one placed on opposite arm. No other information was provided.